Event description:
Customer reports that: "during the procedure of passing the catheter from the neck to the abdomen the plastic tip of the catheter passer broke and remains in the pt. At this time the surgeon decided that the broken piece would not be removed."